Event description:
Philips received a complaint from the customer, reporting the v60 ventilator would not go into standby mode as expected. Device usage was not provided. There was no report of harm or other patient impact. The device was removed from service for evaluation. A philips field service engineer (fse) evaluated the device and was not able to reproduce the issue during testing. The device was confirmed to be operating per specifications and no failure was identified. The investigation is ongoing.

Manufacturer narrative:
H10: the device was not yet in clinical use. The customer used a different ventilator for patient therapy. There was no report of harm. The device was removed from service for evaluation. A philips field service engineer (fse) evaluated the device and was not able to reproduce the issue during testing. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.